Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Patient symptoms- describe the manifestation of reaction ¿ rash, itching and inflammation (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Please provide results of medical intervention required to treat the patient condition? Does the patient have known allergic history to medical device, food or medications? Please provide results of biopsies and any patch test/allergy testing performed? Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a hernia procedure on an unknown date and mesh was implanted. Within a few days after the procedure, the patient developed a rash in the groin area and systemic rash with itching and the physician opined it may be an allergic contact dermatitis to the mesh. The affected area has been treated with anti-fungal, steroids and the patient has had two biopsies of the area to determine the cause. The physician opined they are ruling out the possibility of this rash being caused by the patient¿s implant. Additional information has been requested.

Manufacturer narrative:
Patient codes: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: date and name of initial surgical procedure-? - (B)(4) 2017 right inguinal hernia repair with mesh the diagnosis and indication for the initial surgical procedure? -right inguinal hernia that was symptomatic patient symptoms- describe the manifestation of reaction ¿ rash, itching and inflammation (location, severity, appearance, systemic or local reaction)? -rash, itchy, burning in the groin and around buttocks. What was the onset date, time from the index surgery? -(B)(4) 2018 ((B)(4) year after) please provide results of medical intervention required to treat the patient condition? -received valtrex, various antifungal creams, topical steroids, and oral antibiotics. Also received biopsy that showed hypersensitivity reaction. Please provide results of biopsies and any patch test/allergy testing performed? -not performed yet what is physician¿s opinion as to the etiology of or contributing factors to this event? -possible hypersensitivity to mesh material polypropylene contact dermatitis. What is the patient's current status? -itchy and uncomfortable. Awaiting patch testing with materials provided by ethicon.